Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system to treat a fibrous soft tissue lesion in the patients right mid distal great saphenous vein (gsv) ((B)(6) 2024). There were no abnormalities reported in relation to anatomy. Only one leg was treated. The blue introducer was used. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. 65cm of vein was treated. There are no known patient allergies. There are no known co-morbidities. The patient came in for follow up ultrasound/exam with complaints of pain and redness over treated area ((B)(6) 2024). The advanced practice registered nurse (aprn) diagnosed it as thrombophlebitis and prescribed the patient doxycycline 100mg twice daily for 14 days and benadryl 12.5mg every 6 hours as needed. The patient returned for follow up appointment for recheck of thrombophlebitis and to see if prior existing venous ulcer wound is healing ((B)(6) 2024). Venous ulcer wound was improving post venaseal procedure, but thigh redness and pain was about the same. There were small wounds that had appeared over the treated area in the distal thigh and proximal calf but no drainage. The patient returned for recheck of thrombophlebitis and his leg was slowly improving ((B)(6) 2024). The patient returned for recheck and the patient communicated that his leg was feeling better and there was no drainage from the wounds ((B)(6) 2024). The patient was supposed to return for a nurse appointment to do an uniboot change, but he did not show up ((B)(6) 2024). The patient returned for recheck and stated that he was doing well without complaints and he also had his uniboot changed on th is visit ((B)(6) 2024)(previous uniboot was on for 12 days until changed due to missed appointment). Aprn prescribed doxycycline 100mg twice per day for 14 days due to not having uniboot changed for 12 days and redness and swelling present. The patient returned and had drainage from wounds with redness and swelling ((B)(6) 2024). The patient returned for recheck and aprn noted redness, swelling, drainage from wounds and possible worsening infection so she had the on call vascular surgeon take a look and he decided to admit the patient and schedule for surgery to be conducted ((B)(6) 2024). The physician performed surgery on the patient to excise a portion of the gsv ((B)(6) 2024). The patient was taken to the operating room and placed supine on the operating table. General/lma anesthesia was provided. Anesthesia also performed a right lower extremity femoral nerve block. An ultrasound was used to mark the right lower extremity gsv both above and below the knee and area that was not involved in infection/cellulitis. The right lower extremity was then prepped and draped in the usual sterile fashion. A scalpel was used to make an elliptical skin incision around the distal median thigh at the area of abscess and induration. The subcutaneous tissue here was severely fibrosed and inflamed. This was essentially resected sharply en bloc to healthy appearing fat. There was no tracking in the cephalad direction. There was tracking caudad toward the other area of thigh abscess/induration. At this time no discernible superficial vein was identified in the fibrotic mass. The incision was extended caudad following the fibrotic reaction. Physician started to encounter purulent material as well as what appeared to be pieces of cyanoacrylate glue within this cavity, with now more of discernible gsv. This erupted skin was also resected using sharp dissection and electrocautery. Physician continued to track below the knee in the direction of the marked gsv. Here physician was able to more confidently identify what was suspected to be gsv that was firm and consistent with prior cyanoacrylate closure. It had an inflammatory rind around it that was able to be bluntly dissected with a finger due to liquefactive fat/necrosis along is superficial course. Physician continued to bluntly dissect this along its course below the knee to the other area of abscess/induration and skin eruption. This additional area below the knee was similarly ellipse sharply. Again, there was fibrotic and inflamed tissue that required sharp resection/excision until more healthy bloody tissue was encountered. The gsv was able to be finger dissected into this incision along the tract and ultimately removed. The last area of eruption and induration above the ankle was incised with a scalpel. Old hematoma and liquefactive necrosis was encountered. Physician was able to easily track his finger cephalad to the prior area of excision. No additional gsv was noted however pieces of glue were within this tract and were removed. After excision of abscess cavities and venectomy there were 4 skip incisions starting at distal medial thigh and ending at distal medial leg above the ankle. Physician excised roughly 15cm of gsv with what appeared to be inflammatory rind surrounding it, in addition, what appeared to be pieces of cyanoacrylate glue were also removed along a cavity of inflamed tissue with purulent material extended below the first incision tracking caudal to just above the ankle. The wounds were all copiously irrigated with warm normal saline solution. This was followed by erisept and after appropriate dwell time additional warm normal saline. Hemostasis was obtained with pressure and spot electrocautery. All remaining tissue appeared viable and without gross infection. The areas of excision below the knee were full-thickness to muscle. Above the knee was to fat. The incisions were packed with wet saline soaked 4x4s followed by dry 4x4s and abd pads. These were held in place with loosely rolled kerlix followed by a large ace wrap for gentle compression. The patient tolerated the procedure well and was taken to the post anaesthesia care unit (pacu) in stable condition. There is no pathology report available.

Manufacturer narrative:
Image analysis four still images were provided for evaluation. Infection, reaction, skin inflammation, skin discoloration, and swelling can be confirmed from the images provided. Additional information received reported that the physician reviewed the pathology report and it revealed some abscess of right medial thigh and lower leg. Right gsv had some soft tissue necrosis and acute thrombophlebitis. Negative for neoplasm or dysplasia. The patients wounds from surgery are improving a lot, but not completely healed yet. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.